Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR reports #3005099803-2011-02782, #3005099803-2011-02783, and #3005099803-2011-02785 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that four excelon transbronchial aspiration needle (tban) devices were used during a transbronchial needle aspiration procedure performed in the lungs to obtain a biopsy sample. According to the complainant, during the procedure, the needle of two 19ga tban devices came out of the scope bent. The needle on two additional 20ga tban devices also came out of the scope bent. A third 20ga tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4). The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The initial report of the needle being bent was not confirmed. A visual inspection of the returned excelon transbronchial aspiration needle device found that the needle was retracted and heavy residue was present. The strain relief was found detached from the handle; the cause of the strain relief detaching is unknown. The sheath and wire was bent approximately 3 cm from the distal end. The needle was unable to be extended, due to the heavy residue, and the bend in the tripwire and sheath. The needle was not found to be bent. Based upon the investigation findings, this is no longer considered a reportable event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-02782, #3005099803-2011-02783, and #3005099803-2011-02785 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that four excelon transbronchial aspiration needle (tban) device were used during a transbronchial needle aspiration procedure performed in the lungs to obtain a biopsy sample. According to the complainant, during the procedure, the needle of two 19ga tban devices came out of the scope bent. The needle on two additional 20ga tban devices also came out of the scope bent. A third 20ga tban device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.